Manufacturer narrative:
Catalog # 800247, lot# 03131509-088. Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. The acculif surgical technique indicates that device life depends on operative precaution, number of procedures, and disposal attention. Conclusion: the plausible root cause is likely multifactorial in nature.

Event description:
It was reported that the handle and the syringe inserter were not marrying properly to pump the saline to allow the cage to expand.

Event description:
It was reported that the handle and the syringe inserter were not marrying properly to pump the saline to allow the cage to expand.